Event description:
Pt reported cadd solis pumps are giving an alert for occlusion. Pt reported the issue was occurring with both pumps but pt was using the same cassette for each attempt. Pt then mixed a new cassette of medication which resolved the alert. No further information, details or dates available. Pump serial number and expiration unknown. Pump return tracking information is not available. Photographs were not provided. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: remodulin mdv (pap) - 41ng/kg/min. IV remodulin pt via cadd solis pump. Did the reported product fault occur while in use with pt? - yes; did the product issue cause or contribute to pt or clinical injury - no; is the actual device available for investigation? - unknown; did pharmacy replace device? - unknown; did the pt have a backup device they were able to switch to? - unknown; is the infusion life-sustaining? - yes outcome? - unknown. Diagnosis for use: pulmonary arterial hypertension.